Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient tested blood glucose using the meter remote and the bg was not populating on the ezcarb screen on the meter as usual. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation:the meter has been returned and evaluated by product analysis on 04/17/2014 with the following findings: the returned meter powered up and paired successfully with the test pump. All buttons were functional. A test bg value of 126mg/dl was obtained. An ezcarb was performed and was accurately carried over to the ezcarb screen. The complaint was not duplicated during the investigation. There was no defect found to the meter.